Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 126 and 112mg/dl. The expected fasting blood glucose test result range is 75-85mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 90mg/dl (B)(6) 2017 07:00 pm fasting: yes, the 153mg/dl (B)(6) 2017 09:34 pm fasting: yes, the 142mg/dl (B)(6) 2017 09:33 pm fasting: yes, the 126mg/dl (B)(6) 2017 06:26 am fasting: yes, the 112mg/dl (B)(6) 2017 07:33 am fasting: yes. The customer is calling in regards to getting high results on meter when she test her blood sugar.